Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that these complaints are from a literature review. The study revealed patients who underwent primary implantation of either genesis ii or legion primary were revised for multiple reasons including infection, instability, stiffness , extensor mechanism injury, aseptic loosening, patellar maltracking, locking mechanism dissociation, hematoma, recurrent hemarthrosis, pain, fracture, patellar clunk, unknown reasons. The master complaint number is (B)(4). (B)(4) are under sub master (B)(4) from south korea. These presented with, aseptic loosening, polyethylene wear, instability and infection. No specific individual clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post operative healing issue.

Event description:
A literature study revealed that a revision of a genesis ii oxinium knee system took place due to infection.